Event description:
Customer alleged blood glucose results of 73 mg/dl, 148 mg/dl, and 78 mg/dl when testing was performed back-to-back on the aviva system. Customer reported no treatment/action based on these results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.